Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a record of occurred latch lock failure when connected cassette to the pump. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective latch lock sensor. The latch lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when the cassette device was locked, it could easily become unlocked. It is unknown if there was patient involvement, no adverse patient effects were reported.